Event description:
It was reported that a loss of capture was observed on the right ventricular lead. X-ray imaging showed that a perforation may have occurred during implant. The lead was successfully repositioned on (B)(6)-2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.